Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the damage of the camera cable due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed or there was the interference on the image at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was also found that the camera cable was kinked several times and broken. There was no report of patient injury associated with this event.